Event description:
It was reported there are flashing blue vertical lights that flash on the screen. Screen also flickers. 11 jun 2026 it was found during an investigation the image displayed interference when probe/probe cable held close to rfid reader.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The equipment was returned to the service center, who assessed and evaluated the equipment. The following conclusions were noted: initial condition: scanner: the site rite 9 was visually inspected upon receipt and was found to be in good physical condition. Probe: the site rite 9 probe was visually inspected upon receipt and was found to be in good physical condition. Other observations: scanner: the coin cell battery has not been changed in over a year. The unit¿s battery has 151 cycles on it. Replacement of these batteries would be preventative only. Probe: no other problems were found. Error code/alarm: (siterite 9) no error code observed root cause: scanner: the unit is functioning properly. Probe: the reported issue is confirmed; the ultrasound image quality issue, reinstall the system. Unable to reproduce the exact same issue; however, did observe that the returned probe is more susceptible to interference compared to our tooling probe. Even when just the probe cable is placed close to an rfid, noticeable interference can occur.